Event description:
The customer alleged they received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) results for one patient on their e-module. The customer suspected the thyroid results were being affected by non- specific reactions in the patient's sample. The customer returned the patient's sample for investigation. The specific date of this event from the customer's e-module was requested but not provided. On (B)(6) 2014, the sample was tested on an elecsys 2010 and sent to another laboratory to be tested on a centaur analyzer as part of the investigation. The patient's tsh result from the e-module was 1.04 uiu/ml. The result from the elecsys 2010 was 1.14 uiu/ml. The result from the centaur was 1.7 uiu/ml. The patient's ft4 result from the e-module was 2.05 ng/dl. The result from the elecsys 2010 was 1.73 ng/dl. The result from the centaur was 1.3 ng/dl. The patient's ft3 result from the e-module was 4.8 pg/ml. The result from the elecsys 2010 was 3.92 pg/ml. The result from the centaur was 3.1 pg/ml. The customer would not provide information on whether the customer reported their results outside the laboratory. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer would not provide information on whether the patient was harmed by this event. The tsh, ft4, and ft3 reagent lot numbers and expiration dates were requested but not provided. A root cause could not be determined. After analysis of the results of the chromatographic analysis and peg /protein g agarose precipitation experiments, no conclusions could be drawn regarding a possible interfering factor or non-specific reaction. There was no additional sample available for further investigation.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.